Event description:
The customer reported via phone call indicating that the insulin pump alarm an a33 during rewind. Customer's blood glucose was 200 mg/dl. The customer stated that the drive support cap appears normal (recessed). Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was received with minor scratches on the display window and a cracked belt clip slot.